Manufacturer narrative:
Multiple attempts have been made to contact the patient for additional details, however no response has been received at this time. The lot number is unknown; therefore the device history records are unable to be reviewed. Foreign body or allergic reaction to implant components is listed as a possible adverse event in the package insert. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of four for the same event, reference 0001032347-2016-00756 through -00759.

Event description:
The patient reported a suspected allergic reaction. The patient left a voice message stating "her system is trying to reject the joint because she has ¿red angry splotches ¿ along the side of her face/ear and it¿s getting worse."